Event description:
It was reported that the device is corroded. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-3020, batch not present, unpackaged. The device was found to be generally discolored, most likely to result from repeated cleaning cycles. The most likely cause for the reported failure can be attributed to wear and tear.